Event description:
Patella drilling was not adequate when using the guide. The trial pegs would not fit to the surgeon impacted it and fractured the patella. Surgeon then bored out the holes to make them larger and the final patellar implant fit with no additional issues.

Manufacturer narrative:
Engineering eval pending device return.